Event description:
Nurse reported a vascular occlusion in a patient after using an obagi dermal filler the previous day. Clinical description: occlusion, tissue necrosis signs, decreased blood supply. Already attempted intervention: 5 ml hylenex (hyaluronidase) administered without resolving the obstruction. Patient returned for additional hyaluronidase injection to resolve the occlusion. After the second injection of hyaluronidase (unknown amount), the occlusion was resolved.